Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive results of samples with the anti-a and the control of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Due to the discrepancy between forward and reverse typing and the false positive control results the ih-1000 stated "abo not interpretable" and no incorrect results were released. According to the customer, this happened on several days between july 24 and august 04, 2020 but she was not able to provide the day of events. Therefore we refrain from sending multiple reports for this issue. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. Therefore our quality control laboratory tested their retention sample with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive results. The complaint sample was not available for investigation and the retention sample reacted as expected. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results of samples with the anti-a and the control of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. Due to the discrepancy between forward and reverse typing and the false positive control results the ih-1000 stated "abo not interpretable" and no incorrect results were released. According to the customer, this happened on several days between july 24 and august 04, 2020 but she was not able to provide the day of events. Therefore we refrain from sending multiple reports for this issue. The customer did neither return the supposedly defective product for investigational testing nor the patient samples that had caused false positive test results. The investigation is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.